Event description:
It was reported that pump experienced malfunction alarm with malfunction code 16 and no notable events occurred beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump.